Event description:
Rptr is a recent graduate of a nurses aide training certification program. During the clinical phase of training, rptr was assigned to the geriatric care unit of the training hosp. Rptr discovered to her shock and dismay the poorly designed "gerichair" as it is commonly called. She mistakenly assumed that items designed with the aged and physically impaired in mind would include maneuverability, ease of adjustment for position changes from sitting to reclining, and even possibly completely padded arm rests. Rptr feels that co's chair is a total traumatic harassment of the body of the individuals which must use it. Most residents sit on the chair all day. The chair has a "table" which has the dual function for eating and to prevent the pt from falling forward. Considering the fragility of the residents with such conditions as strokes, osteoporosis, alzheimer's, etc and of course very advanced age, the expectation is that the furnishings be safe and comfortable with fluid maneuverability. Some of the problems rptr has experienced and witnessed are: 1) when the chair is moved from sitting to reclining position it jerks the resident from side to side, they bump their knees to the talbe and are very difficult for one aide or rn to adjust. 2) the arm rests are narrow with padding in the middle and metal on both sides which harm the bones and tear the paper thin skin of the resident. 3) the wheels on the chair are not user friendly, most of the times "they" have a mind of their own. Rptr is 60 yrs of age and has an 84 yr old mother. She would like to see changes and improvements before she is 84.